Event description:
Overdelivery reported. The pump was set for morphine 5mg/ml with a continuous rate of 10mg/hr with a pt dose of 5mg every 30 minutes, no four hour lockout specified. A problem was noticed when the nurse did a four hour check of the totals and noted an 'exorbitant amount gone" at the four hour check. Info regarding the amount gone in relation to expected was not provided. The pt and the pt's family stated that they hadn't pushed the button. It is unk if the pump alarmed. Customer states that "the pt rec'd almost double of what should have been rec'd." The pump display reportedly showed the correct amount administered. No pt harm was reported, no signs and symptoms of narcotic overdose were reported, and no narcan was administered. No further info was available.